Event description:
It was reported that after a successful procedure performed on (B)(6) 2023 on the left internal carotid artery-ophthalmic (c6 segment) aneurysm, the patient experienced headaches on (B)(6) 2023 after stopping steroids. According to the site, this adverse event had a probable relationship with the procedure, a possible relationship with the disease under study, an underlying condition or disease, and the subject's flow-diverting stent, and an unlikely relationship to dual antiplatelet therapy (dapt). Additional treatment with laroxyl 25 mg once daily was started on (B)(6) 2023. The adverse event was resolved on 09/22/2023. An MRI (manufacturer incident report) showed normal, non-serious results, and the condition was treated with medication. No additional information is available.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated the procedure was completed successfully with additional treatment given: laroxyl 25 mg once a day started on (B)(6) 2024. Duration of procedure, 130 min. The patient was not affected as a result of the event, patient recovered on (B)(6) 2023. The catalog# of the reported lot# (23862885) refers to (B)(4). An assignable cause of anticipated procedural complication will be assigned to the reported ¿patient headache serious¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that after a successful procedure performed on (B)(6) 2023 on the left internal carotid artery-ophthalmic (c6 segment) aneurysm, the patient experienced headaches on (B)(6) 2023 after stopping steroids. According to the site, this adverse event had a probable relationship with the procedure, a possible relationship with the disease under study, an underlying condition or disease, and the subject's flow-diverting stent, and an unlikely relationship to dual antiplatelet therapy (dapt). Additional treatment with laroxyl 25 mg once daily was started on (B)(6) 2023. The adverse event was resolved on (B)(6) 2023. An MRI (manufacturer incident report) showed normal, non-serious results, and the condition was treated with medication. No additional information is available.

Event description:
It was reported that after a successful procedure performed on (B)(6) 2023 on the left internal carotid artery-ophthalmic (c6 segment) aneurysm, the patient experienced headaches on (B)(6) 2023 after stopping steroids. According to the site, this adverse event had a probable relationship with the procedure, a possible relationship with the disease under study, an underlying condition or disease, and the subject's flow-diverting stent, and an unlikely relationship to dual antiplatelet therapy (dapt). Additional treatment with laroxyl 25 mg once daily was started on (B)(6) 2023. The adverse event was resolved on (B)(6) 2023. An MRI (manufacturer incident report) showed normal, non-serious results, and the condition was treated with medication. No additional information is available. Update: additional information received on 14-nov-2024 stated that the site has updated this event to unlikely related to study device. No additional information is available.

Manufacturer narrative:
B5 executive summary - updated d4 - gtin - corrected PMA/510(k) - g4 - corrected due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated the procedure was completed successfully with additional treatment given: laroxyl 25 mg once a day started on 13jun2024. Duration of procedure, 130 min. The patient was not affected as a result of the event, patient recovered on 22sept2023. The catalog# of the reported lot# (23862885) refers to fd50025. Additional information received on 14-nov-2024 stated that the relationship between the adverse event and the subject device has been updated from possible to unlikely. An assignable cause of anticipated procedural complication will be assigned to the reported ¿patient headache serious¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.